Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. A data log analysis indicated the primary cell ipg battery reached its end of service (eos) within 2 years and 6.3 days which is within range of the expected battery life of 1 year, 9 months and 1.5 days. A labeling review was performed and it did not reveal any anomalies. The instructions for use (IFU) states the eos indicator will appear on the remote control (rc) and clinician programmer (cp) at which time the stimulation will no longer be available and the stimulator must be replaced to continue receiving stimulation. Additionally, the longevity of the primary cell ipg depends on many factors including programmed parameters, impedances, hours per day of stimulation, and changes made to the programmed settings by the patient. Therefore, engineers concluded that the cause of the loss of stimulation was due to the ipg having reached the end of life. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a sudden loss of stimulation on two occasions potentially related to the ipg becoming depleted. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a sudden loss of stimulation on two occasions potentially related to the ipg becoming depleted. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.